Event description:
Pt claims muscle stimulator caused pacemaker to go into reset mode and he "almost died 2 times". Pacemaker is a demand pacemaker, used only when needed. Pacemaker is used for "vagus nerve syndrome".